Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the circumflex artery with the use of a non-abbott device. It was noted that the perforation was sealed with balloon angioplasty and the graftmaster stent failed to cross and was not deployed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.